Manufacturer narrative:
Patient information not available for reporting. Additional product code: hwc. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part no: 04.211.201s, lot no: l507282, manufacturing location: (B)(4). Release to warehouse date: 14.aug.2017, expiry date: 01-aug-2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for a left hallux valgus deformation caused by rheumatoid arthritis on (B)(6) 2018. During the procedure, surgeon fixed the first metatarsophalangeal joint using the variable angle (va) locking x-plate and four (4) locking screws. After applying torque and inserting the two (2) proximal screws, surgeon then attempted to apply torque to the two (2) distal screws. Surgeon was unable to apply proper torque to these two (2) screws. Surgeon did confirm the threads on both the plate holes and the screws were engaged firmly enough and completed the procedure with the screws unlocked to the plate. Surgery was completed with no delay and no adverse consequence to the patient. This report is for one (1) va locking x-plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.